Event description:
It was reported that during use of this drill in oral surgery, it began to smoke. An alternate drill was used, and there was no injury or surgical delay associated with this event.

Manufacturer narrative:
Investigation findings: the handpiece was received for evaluation and the reported problem of smoking was not confirmed as the motor seized up and the device stopped functioning. Further investigation found the collet was worn. The customer will be contacted with these findings.